Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted that the reload was partially fired to the half way point. Functionally, the reload was loaded into a pmv representative instrument and applied to test media. All remaining staples were placed and the test media was cleanly transected.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a laparoscopic roux-en-y gastrectomy, the powered handle was unloaded and reloaded. There was difficulty loading the device. The instrument partially fired on the esophagus, and the staple line was formed incompletely at the distal end. When the stapler was retracted, the staple line was only formed one quarter of the way. To correct the staple line, another reload was used. The powered handle was autoclaved using a power-washer. There was no reinforcement material used. The handle was able to recognize the reload and the status indicator lights were solid. Medical or surgical intervention was not necessary to prevent a permanent impairment of a function. There was no patient injury or extension in surgical time. Patient status is alive, no injury.